Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is an off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2024, the cgm reading was over 200 mg/dl so the patient self-treated with 2 units of insulin and then went to sleep. There was no bg taken at that time. The wife needed to wake him up because his readings went so low (no value provided) it was not specified if that was from the cgm or bg meter. The patient was taken to the hospital and was admitted for 2 days. At the hospital the patient was treated with IV glucose. At the time of the report the patient was fine. At an unspecified time of the event the cgm reading was 254 mg/dl and the bg reading was 196 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the b zone of the parkes error grid for an unspecified time and date. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.